Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code #7. This event occurred during use on a patient. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the event. The fse removed the power supply and cover of the power supply; and vacuumed the module. The fse then reassembled and installed the power supply back into the unit. The iabp passed all calibration, functional, and safety testing. The unit was released to the customer and cleared for clinical use.

Event description:
The customer reported that the (B)(4) intra-aortic balloon pump (iabp) displayed maintenance code (B)(4) .it is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.